Event description:
It was reported in an article that the computed tomography demonstrated the filter strut broken off and the broken metallic density was in the right lower quadrant. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation, images provided within the article and it was evaluated. Radiograph of the abdomen shows inferior vena cava filter to the right of the second lumbar vertebral body. It is difficult to discern the integrity of the filter struts. Axial image at the level of the filter from abdominal computed tomography shows 6 central struts but only 5 peripheral struts. Peripheral strut at 1 o¿clock position and absence of peripheral strut at 11 o¿clock position. And the axial image through the pelvis shows a linear metallic fragment in the right lower quadrant confirms that it represents the missing inferior vena cava filter strut. Based on the images provided within the articles, filter limb detachment can be confirmed as abdominal computed tomography shows one missing strut to the filter. A definitive root cause for the detachment issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Pierce m. Cooper, pierre maldjian and pratik shukla (2021). Inferior vena cava filter fracture with strut migration on CT with volume rendering. Radiology case rep, 16(10):3051-3054. Doi: 10.1016/j.radcr.2021.07.018. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article that the computed tomography demonstrated the filter strut broken off and the broken metallic density was in the right lower quadrant. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation, images provided within the article and it was evaluated. Radiograph of the abdomen shows inferior vena cava filter to the right of the second lumbar vertebral body. It is difficult to discern the integrity of the filter struts. Axial image at the level of the filter from abdominal computed tomography shows 6 central struts but only 5 peripheral struts. Peripheral strut at 1 o¿clock position and absence of peripheral strut at 11 o¿clock position. And the axial image through the pelvis shows a linear metallic fragment in the right lower quadrant confirms that it represents the missing inferior vena cava filter strut. Based on the images provided within the articles, filter limb detachment can be confirmed as abdominal computed tomography shows one missing strut to the filter. A definitive root cause for the detachment issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Device not returned.

Event description:
It was reported in an article that the computed tomography demonstrated the filter strut broken off and the broken metallic density was in the right lower quadrant. There was no reported patient injury.